Event description:
It was reported that a pump declared alarm 20 during the pumping process. No information was provided on whether there was an impact on the customer's blood glucose level. Despite assistance in loading a new cartridge, the cartridge alarm recurred, preventing the resumption of insulin therapy. As a resolution, tandem technical support arranged for a pump replacement, confirmed the shipping address, and instructed the customer to switch to manual daily insulin (mdi) therapy. The customer was also advised on how to put the pump into storage mode and return it with a prepaid label within 10 days.